Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the patient event of hypotension, atrial fibrillation, dizziness, and diarrhea. It is unknown if the patient was in active treatment at the time of the adverse event. There is no allegation of a device malfunction or deficiency related to this event. Based on the available information the cause of the adverse event cannot be confirmed. Although a causal relationship could not be confirmed, a temporal relationship between the patient¿s therapy and the event of hypotension, atrial fibrillation, dizziness and diarrhea with subsequent hospitalization remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized for hypotension. The patient had pre-existing cardiac issues (unspecified) including atrial fibrillation and was experiencing dizziness and diarrhea a week prior to hospital admittance. The patient had been advised to see their primary care doctor and refused. Per the pdrn the hospitalization was unrelated to pd therapy, however, it is unknown if the patient was in active treatment at the time of the hypotension, a-fib, dizziness and diarrhea. Hospital course is unknown, but the patient has continued pd therapy during the hospitalization. It is unknown if fresenius products were utilized.